Manufacturer narrative:
It was reported that needle broke off into the patient's abdominal cavity upon injection of a tap block. The needle was retrieved. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hypo needle broke off into the patient's abdominal cavity.